Manufacturer narrative:
Product evaluation - there is no customer complaint for this product. The evaluation of the entire device was performed. The catheter was returned coiled, but there was no damage to the catheter body observed. The balloon appears to have been ruptured in the central area. There is also latex missing. Both windings are in good condition.

Event description:
No report was received with returned device. However, an evaluation was performed and it was determined that defect found on device was reportable. For evaluation result.